Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was not able to be read. Data failed and the device could not be identified. Different troubleshooting options were recommended but none worked. The pacemaker remains in service. No adverse patient effects were reported.